Manufacturer narrative:
The device has been received for eval, however, eval is not complete. A f/u report will be filed upon completion of the eval or if add'l info becomes avail.

Event description:
The facility rep reported "will not pump correctly, not going in the piggyback" on a flo-gard pump during pt use. Although, baxter attempted to obtain info, details were not avail regarding add'l contact info. According to the facility rep, no pt injury or medical intervention had been reported related to the device. No add'l info was avail.